Event description:
It was reported that the surgeon had problems with the proximal locking (holes 8 & 9). There was a delay of 10 min. No replacement available. Surgeon used freehand locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the device is not functional could not be confirmed since the returned device is fully functional. Review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A visual inspection revealed that the device was damaged and deformed. Therefore this case could be classified as use-related. Please note that the current IFU reads: - always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. - the design of the instrument must not be modified in any way. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the surgeon had problems with the proximal locking (holes 8 & 9). There was a delay of 10 min. No replacement available. Surgeon used freehand locking.